Event description:
It was indicated that the pt had passed away, but no further details were provided on the circumstances of the death. The pt was said to have last been seen by the treating neurologist in 2009, but there was no mention of device issues. Good faith attempts to obtain additional info have been unsuccessful to date.